Event description:
Set up vacuum assisted needle for biopsy and saline started pouring out of the connected tube to the device. Checked saline spike was not coming from there, looked like a leak where the connecter connects to the tube that saline runs through from the needle.